Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011. It was reported the patient is feeling rib stimulation. Follow up information revealed the lead was originally placed left of midline due to the patient's anatomy, thus resulting in ineffective coverage of her back pain. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.